Event description:
This distributor became aware on 11/8/96 of an incident that occurred while performing a diagnostic run-off procedure. The guidewire was advanced through a 19 gauge entry needle and manipulated through tortuous anatomy. Upon removal 4-5cm of coating sheared and the wire severed, leaving the coating and a piece of wire in a branch artery. Surgical removal of the detached pieces was uneventful. The pt's condition is good. The directions for use for this product state: "to avoid damage and possible shearing of plastic, do not withdraw or manipulate through a metal dilator nor advance the metal cannula/metal dilator. Extreme caution should be observed when used with a onewall puncture style needle."